Event description:
The pt reported that her implantable neurostimulator (ins) "turns off every now and then" and stated that this had happened about 4 or 5 times. The pt stated her pain level was no different whether ins was turned off or on. The pt was frustrated that she could only lie on her right side and could not lie on her back, lie on her left side or turn over. She also felt a "wire" in the lower part of her hip would "pick at her" like it was sticking out. A follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).